Event description:
It was reported through remote transmission that non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel was observed via store egm. The patient was asymptomatic. Two weeks later, another episode of non-sustained oversensing was observed due to intermittent t-wave oversensing while the device was charging for a capacitor maintenance. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.